Event description:
It was reported that the implant came off of the catheter while the sheath was being removed. There was no resistance upon removal of the sheaths. Another device was used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided. The returned device analysis revealed that the balloon had separated from the outer member at the proximal balloon seal.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the complaint device was returned for analysis. The reported implant dislodgement could not be confirmed; however, the balloon had separated from the outer member at the proximal balloon seal. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.